Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient presented to the emergency room due to syncope episodes. Upon interrogation, it was suspected the lead was dislodged. Imaging was completed to show the lead was still in the same position, so microdislodgement was suspected. The lead was explanted and replaced. The patient was stable.